Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient's scs system programmer displayed "replace generator " message on (B)(6) 2019. Company representatives were unable to communicate with external devices and found that the scs ipg was depleted. To address this issue patient may be awaiting surgical intervention at a later date.